Event description:
It was reported that patient received inappropriate shocks due to oversensing. Insulation damage was also noted adjacent to the device header. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.